Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was report that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 440 mg/dl with high ketones that were identified as dangerous by a healthcare provider. The customer was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage on 01/17/24. The customer reverted to manual dose injection for insulin therapy.